Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for the treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unk. It was reported that the aneurysm had deceased in size during the 1st and 2nd follow up appointments however, upon the 3rd and 4th follow up appointments the aneurysm seemed to increase in size and volume reaching pre-procedure size. The physician suspected a type 1 endoleak due to distal migration of the stent graft. There was not enough room to place an aneurx aortic cuff proximally to the stent graft. Eighteen months post stent graft implant the physician elected to implant another manufacturer's aortic cuff. The angiogram demonstrated a residual type 1 endoleak. The physician attempted to balloon the aortic cuff on twice however the endoleak did not resolve. Deployed another aortic stent inside another manufacturer's aortic cuff, attempting to resolve the type 1 endoleak. The pt experienced a drop in their blood pressure. The angiogram demonstrated an extravasation was present. The physician elected to convert pt to an open surgical repair, due to a suspected ruptured aorta. The physician exposed the aorta by standard surgical technique, cross clamped super silica, noticed small tear in aorta that he was able to close by suturing. The physician removed both grafts and cuffs. However the pt's blood pressure continued to drop and despite the physician's efforts, pt expired before completion of surgery.